Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during an unknown therapeutic procedure, the visera elite video system center intermittently lost image and could only work with certain camera heads at time. It was noted, a patient was under anesthesia during this event. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event. This report is related to an event previously reported. (Patient identifier: (B)(6)).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.